Event description:
Allegedly, the artificial head was dislocated, and the bipolar cup was dislocated during manual healing. An emergency contemplative surgery was performed and the cup was replaced with a tha with dual mobility. Physician's findings: the dislocation led to a surgery that was very burdensome to the patient. The patient was asked to investigate the cause and report back. Findings of the reporter and status of response: the ring of the bipolar cup is fixed, and it is a puzzling case as to how the prolapse occurred. Only cup and head return. Related mpo products: product ID: prtls027 profemur® tl classic stem size 7 straight short neck/ lot no.: 1802476/ qty: 1. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.